Event description:
It was reported that the insulin gauge was inaccurate. Customer reportedly did not complete the air removal step in the cartridge, customer technical support educated customer regarding the air removal step. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.